Event description:
It was reported the insulin pump kept alarming. Customer was trying to do deliver a bolus when the device alarmed batty out limit. Customer changed out the battery and the device alarmed again and alarmed unexpected restart. Customer spouse was able to clear the alarm. Customer's blood glucose was 300 mg/dl. Customer's wife reported the device was not exposed, as a significant event that may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.